Manufacturer narrative:
(B)(6). (B)(4). Complaint sample was evaluated and the reported event was confirmed. Based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, by product being put through excessive torsional/bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. The hex driver tips of pn 32-488428 had not fractured, but the corners were deformed. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017 -08702.

Event description:
It was reported that during a knee revision surgery due to osteolysis, two 2.5 mm hex drivers from the set that stripped during use. Subsequently, another 2.5 mm hex driver was added to the set and the tip fractured off while tightening the last screw on the tibial augment. It was determined that the screw was tight enough and no further tightening was required. No fragments were found in the patient. No other products were used to finish the procedure. There are no reported adverse effects on the surgery.